Manufacturer narrative:
Citation: hernández-enríquez m et al. Comparison of the frequency of thrombocytopenia after transfemoral transcatheter aortic valve implantation between balloon-expandable and self-expanding valves. Am j cardiol. 2019 apr 1;123(7):1120-1126. Doi: 10.1016/j.amjcar d.2018.12.036. Epub 2019 jan 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the differences in drop platelet counts between balloon-expandable valves and self-expanding valves in patients who underwent transfemoral transcatheter aortic valve implantation and the associated clinical outcomes. All data were collected from a single center between january 2008 and december 2016. The study population included 609 patients (predominantly female; mean age 85 years), 260 of which were either implanted with a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, 28 peri-procedural deaths occurred; however, these patients were excluded from the study analysis. The 30-day mortality rate was 2.5% (15 patients). Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: stroke, myocardial infarction, life-threatening/major bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.